Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as abdominal pain and cloudy effluent. Treatment information was not reported. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis was caused by a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy. The patient recovered from the peritonitis and was discharged from the hospital nine days after being admitted. The patient was retrained in aseptic technique. Capd therapy was ongoing.